Event description:
The customer reported that the 840 ventilator was inoperable. There was no pt involvement. The cse inspected the device and replaced the graphical user interface (gui) cpu pcb. The unit passed extended self-testing.